Manufacturer narrative:
Initial reporter phone number - (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink secondary medication set leaked at the connection of the set and the lever lock cannula. The reporter stated that the lever lock cannula was replaced to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.